Event description:
This event occurred over multiple days in [redacted]. Suction irrigator removed from the water source due to leakage. Once the water source was removed, the battery supply started to overheat and remain functioning without the device being used. Batteries were removed from the device, and there was smell of burnt plastic coming from the device. Lot # 24282fg2, exp date 10/8/2026; lot# 24282fg2, exp date 10/8/2026; lot# 24307fg2, exp date 11/2/2026; lot# 24324fg2, exp date 11/19/2026; lot# 24327fg2, exp date 11/22/2026; lot# 24313fg2, exp date 11/8/2026; lot# 24324fg2, exp date 11/19/2026; lot# 24313fg2, exp date 11/8/2026.